Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/29/2015 with the following findings: the pump powers with returned battery cap. The battery cap is damaged, missing a section in thread area. Battery cap is unable to fully tighten. A battery compartment crack is observed in thread area and from thread area to case seal. The black box shows no evidence of short battery life. The short battery life complaint can not be investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.